Event description:
Heating problem. The tip of the videolap becomes very hot. It already has left burn marks on the patient bed.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus for evaluation. The described problem could not be duplicated. The video laparoscope was tested on three days with a runtime of at least 3 hours. During that time, no unusual heat development, like described by the customer, could be observed. It could not be determined whether or not the customer uses a light source without heat-absorbing glass, as this would be a likely explanation for the reported effect. The device was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.